Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. During the procedure, the patient had an enterocele repair via high uterosacral ligament suspension, uterine suspension via high uterosacral suspension, anterior and posterior repair, perineoplasty, and cystoscopy. Following the procedure, the patient experienced incontinence. She underwent a second surgery on (B)(6) 2010 and an obtryx sling was implanted. On (B)(6) 2010, the patient underwent a mesh removal surgery and an obturator sling was implanted. The patient has experienced continued pain, incontinence, mesh erosion and had another mesh excision surgery on (B)(6) 2011. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat symptomatic uterovaginal prolapse, relaxation of pelvic outlet, posterior fourchette scarring, dyspareunia, enterocele, rectocele and cystocele and mesh was implanted. Concurrent procedures of enterocele repair, uterine suspension, anterior and posterior repair with mesh augmentation, perineoplasty and cystoscopy were performed during mesh implantation. It was reported that patient also underwent the following procedures: on (B)(6) 2011: colonoscopy/screening, (B)(6) 2011: transanal excision of mesh and cystourethroscopy, (B)(6) 2012: exam under anesthesia, ( proctoscopy), transvaginal excision of perirectal mesh, closure of inadvertent proctotomy, posterior colpoperineorrhaphy. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-00106. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00106. The same patient is represented in each medwatch.